Manufacturer narrative:
The device manufacture date and the manufacturing location are currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, jammed and was moving heavily. It was further determined that the device was locked due to a bad gear. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running and check for air leak. It was noted in the service order that the device did not ¿pass air¿ and did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.